Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("add gel" messages) was confirmed. Upon evaluation, there was an intermittent open along the pulse wire between the front therapy electrode (te) and ECG 'a,' and the dn to rear te cable's yellow gel fire wire and pulse wires were broken inside the rear 2-wire te. The cause of the test failure and the reported messages is the broken wires and open pulse wire. The root cause of the broken and open wires is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages.